Manufacturer narrative:
This event was determined reportable based on engineering evaluation dated 09 october 2006 stating device was received with a fracture at the shaft of the catheter. As received, the unit was broken 17.5cm from the proximal end of catheter. A full dimensional check could not be carried out as damage to the unit prevented measurements from being taken. However, the dimensional inspections which were carried out were in specification. A coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating, no coating damage was evident. There are no other complaints reported for this batch of devices. A CAPA was opened on 10th october 2005 to address this issue. The proximal flushing port was removed. This will allow for flushing to be carried out only through distal port. Additional information regarding the complaint was requested and from the answers received, it can be determined that the catheter was checked when removed from the packaging and no anomalies were noted. The catheter was flushed with saline solution before removing it from the catheter and repeat flushing was performed. The dispenser coil was flushed from the proximal port only. As per the dfu, before removing the catheter from the dispenser coil, the catheter must be flushed with heparanized saline via the distal port to activate the hydrophilic coating. The flushing must be repeated if difficulty in removing the product from the dispenser coil occurs. This reported defect will be monitored and trended through the monthly complaints review.

Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, while removing from the dispenser coil, the catheter got stretched. At a later date, it was discovered that the catheter had fractured at the shaft. The procedure was completed with another device.